Manufacturer narrative:
Investigation: samples/ photos: were received photos of the claimed product and after analysis of these photos, it was possible to confirm the presence of foreign matter on the catheter. DHR review: the insyte iag 20g 1,16 assembled lot: 6334503, used in the final product lot: 7024916 of insyte autoguard 20gax1.16 were analyzed and no records of "foreign matter" were evidenced. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign matter for the lots involved in this complaint according to the history of the lot above. Confirmed: bd was able to confirm/ reproduce the incident in question. Based on the investigation results to date the root cause was not found for this complaint. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. The operators of the packaging area will be formally notified of the foreign matter complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in a bd insyte¿ autoguard¿ shielded IV catheter 20 g x 1.16 in. Before use. No injury or medical intervention.